Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had too much play between the clamp body and ratchet extension. There was no patient contact. Surgery delay was not known.

Manufacturer narrative:
The device has been returned for evaluation. The unit received with allowable movement between the halves. Hospital can purchase a modified swivel adaptor to reduce the movement. The lock has a little rotational movement. Hospital did not send 80# torque knob in with the unit. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. No root cause analysis is required.

Event description:
N/a.